Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the low placement could not be determined with the limited information available. In addition, potential factors that can influence dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others. A second valve was implanted successfully with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was too low upon deployment and when tried to pull up the valve it got dislodged. Decision was made to leave the valve in the ascending aorta. A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.